Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered when it comes to this implantable cardioverter defibrillator (ICD) due to a shock impedance measurement of zero. It was also noted that the lead position was unusual and the svc coil was pulled back. A review was sent to boston scientific technical services (ts). No adverse patient effects were reported. Ts noted that there were shock noise episodes not cardiac in nature noted as well as a non-sustained ventricular tachycardia (vt) event which might need further investigation. Noise was noted from (B)(6) 2017. Ts wanted to know if the patient had a procedure as this may explain the shock impedance if there was a clinical change in the patients status. Possible damage could have been induced when it comes to the right ventricular (rv) lead during a procedure. Ts also discussed myopotential noise on the shock channel which was not concerning. Ts noted that a single measurement of zero ohms or greater than 200 ohms on the shock channel may indicated external electromagnetic interference. The shock measurements was back to normal on (B)(6) 2018. No further changes were made and the system remains implanted.

Event description:
The patient will continue to be monitored. No further changes were made.

Event description:
Additional information noted a further 0 ohm shock impedance was noted via alert on remote monitoring most recently. The patient was advised to do another patient initiated interrogation, but they have not been able to view this yet. Ts was asked to advise further regarding this additional 0 ohm shock impedance.

Event description:
A review by ts confirmed a zero shock value in march 2018 as well as stored non physiologic noise on the rv electrocardiogram. Ts wanted to confirm if the svc coil was pulled back, since if it was pulled back the rv coil would also be pulled back and this would explain unusual artifacts. Ts also discussed further investigating this case and depending on the results to consider an invasive procedure to further determine the root cause of this case.